Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead the helix could not be screwed into the his bundle. Once the lead was successfully screwed in the lead exhibited no pacing. The pacing lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.